Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a surgical procedure on (B)(6) 2007 and obtryx and an unknown mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with tah, abdominal sacrocolpopexy, abdominal paravaginal repair, halban enterocele repair, rectocele defect repair, parineoplasty and cystoscopy; due to uterine prolapse, cystocele, rectocele, enterocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia.